Manufacturer narrative:
It was reported by the customer that the pump was alarming indicating an occlusion. One sample of material number 20129e was submitted for quality investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set and primed with 85% glycerin / 15% water. An infusion run was started at a rate of 1 ml/hr for 24 hrs. There was no observation of pump interaction issues. The customer complaint was unable to be replicated. Although the issue was unable to be replicated and the root cause is unknown, bd is looking at opportunities to improve the filter function to alleviate this failure in the future. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Materials: 20129e batch#: unknown. It was reported by the customer that alarming "occluded". Replaced lipid filter and problem resolved. Verbatim: 200604135 - 4516935508 - 20129e injuries or adverse event: no medline reference #: (B)(4). Item: 20129e quantity affected: 1 ea serial/lot number: na po #: 4516935508. Are any samples available for return? Yes. Reported issue per customer: alarming "occluded". Replaced lipid filter and problem resolved.

Event description:
It was reported that bd alaris extension set was occluded the following information was received by the initial reporter with the following verbatim: reported issue per customer: alarming "occluded". Replaced lipid filter and problem resolved.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed